Manufacturer narrative:
This report is submitted on (B)(6) 2017. The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies followed by loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient's device was explanted (date not reported) and the patient was re-implanted with a new cochlear device.